Event description:
It was reported that a patient presented with back-up vvi mode noted on the patient's implantable cardioverter defibrillator, due to hardware reset. Corrective programming changes were made to restore the device function. The patient was stable throughout.